Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggested the root cause was related to an interaction with a pacemaker lead. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. Approximately, 11 months post-procedure, there was a single leaflet device attachment (slda) with the second device implanted and a reintervention was performed. During the index procedure two pascal devices were implanted. The first pascal precision ace device was implanted in the anterior-septal (a/s) position with a 2-8 orientation and the second device was placed in the posterior-septal (p/s) position. Slda was noticed from second device at the posterior leaflet and after the slda the tricuspid regurgitation (tr) was severe. To address this, a reintervention was performed 11 months after the index procedure. An additional pascal device was implanted in anterior-septal (a/s) position with 2-8 clocking. The final tr was reduced to mild. Patient's final outcome was stable condition. As per medical opinion, the perceived the root cause of the event was possible interaction with pacemaker lead.